Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by an unknown party that the customer's insulin pump smart guard feature did not work and the customer received emergency medical assistance and got hospitalized due to low blood glucose with unknown blood glucose levels at the time of the incident. The reporting party did not mention how the customer was treated. The reporting party did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and no further information was provided. The insulin pump will most likely not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected e/a alarm noted. The test guardian link with the glucose sensor simulator communicates properly to the insulin pump noted. The smart guard feature functioning properly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.